Manufacturer narrative:
The device was not returned for evaluation. The reported patient effects of thrombosis and death are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two xience sierra devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2019, following rotablation a 2.5x18mm xience sierra stent and a 2.25x38mm xience sierra stent were implanted to treat a 90% stenosed, mildly tortuous, and heavily calcified lesion in the left anterior descending artery. Additionally, a 2.75x28mm xience sierra stent was implanted to treat a lesion in the left circumflex artery. On (B)(6) 2020, the patient went in for dialysis treatment; however, the patient collapsed and went into cardiac arrest. An emergency angiogram was performed, and thrombosis was suspected in all three stents. There was no time for aspiration and the patient expired. It was further reported that the patient was non-compliant to dual antiplatelet therapy; stopped aspirin and continued with plavix only. No additional information was provided.